Event description:
The patient entered a shop with a recently updated theft system and the alarm went off. The patient works in a shop herself and has not had any problems with the theft system. It was stated there was no injury to the patient and no action was required.

Manufacturer narrative:
(B)(4).